Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a heart rate in the twenty beats per minute range with no evidence of pacing spikes on an electrocardiogram. The cardiac resynchronization therapy defibrillator (crt-d) was noted to be programmed to a lower pacing rate of forty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.